Event description:
N/a.

Manufacturer narrative:
The valve was returned for evaluation. Failure analysis - the valve was visually inspected; no defects noted. The position of the cam when valve was received was 90mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial number (B)(6) and programmer 82-3190 with serial number (B)(6), the valve failed the test, the cam mechanism did not move during the programming process. The valve was leak tested and no leaks noted. The valve was reflux tested and failed. The silicone was cut just after valve casing to gently move the cam mechanism it was not possible to move the cam mechanism due to biological debris. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the cam mechanism, and on the base plate. The cam magnets were controlled and the magnets passed. The valve was then pressure tested at setting 90mmh20 and passed. The root cause for the reflux and pressure issues noted during the investigation was due to the biological debris. The root cause for the programing issue reported by the customer was due to biological debris and protein build up found on the spring, on the spring pillar on the cam mechanism, and on the base plate.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow up report will be submitted.

Event description:
A facility reported the inability to maintain programmed shunt settings post implantation. A hakim programmable valve was implanted in a patient on (B)(6), 2019. The malfunction of the hakim 82-3110 valve was reportedly identified in (B)(6) 2020. The provider reported it was difficult to control the insufficient draining of the programmable valve. The neurosurgeon attempted to change the valve setting but after xray, the valve did not change settings. The xray in (B)(6) 2020 reportedly demonstrated an increased size of an intracranial hydroma. The valve setting change was attempted in (B)(6) 2020, (B)(6) 2020, but the setting did not changed. The patient did not present with any clinical symptoms. Over 6 attempts, the provider was unsuccessful in changing the valve setting. The patient was taken to the operating room for removal of the on (B)(6), 2021. The valve was changed to a certas programmable valve.